Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report rptr upon query by hospira personnel.

Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of dopamine, via an internal jugular triple lumen catheter, and the delivery was started. No specific programming parameters were provided. It was reported the container size was 100ml or 250ml. After an unspecified length of time, the nurse reported the device alarmed proximal occlusion. At that time, the nurse reported there was no occlusion noted in the tubing set. The nurse reported the device had alarmed for proximal occlusion "8-10 times" during the 12 hr shift. The duration of the delay due to the alarm condition was not specified. On (B)(6) 2011 at an unspecified time, the nurse reported the pt's condition "worsens and blood pressure unstable." The physician was at the bedside and ordered the pt to be transferred to ECMO (extracorporeal membrane oxygenation). It was reported that during the transfer to the ECMO, the device alarmed for proximal occlusion. The device was removed from clinical use. The pt was successfully transferred to ECMO support. Although there was potential for serious injury, the customer contact reported the pt was "seriously ill" but the status was unchanged. Though requested, no add'l info was provided, including the pt's vital signs.